Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached to complaint object: all issues found with this device were found during testing and repair. No patient involvement was indicated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The battery compartment and battery door were also cracked. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem was unknown however the downstream occlusion sensor was recalibrated as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.